Event description:
It was reported that the motor was weak on the sternal saw during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was returned to terumo and the reported failure was confirmed. However, the cause of the failure was not determined as there were services performed on the unit which could have affected determining why the device actually failed. This report is being submitted to the FDA as a result of a retrospective review of product complaints.